Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during an unknown procedure while using a ideal suture shuttle 45 degrees right, as it passes through the tissue, it bends at the needle and then breaks. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual inspection revealed that the tip of the needle was broken; therefore, this complaint can be confirmed. The nitinol epflex was in good condition; also, it was identified that the shield was missing. Via functional testing moving the sub assy wheel from forward and backward position, no anomalies were found. A manufacturing record evaluation was performed for the finished device lot number: 6l54947, and no nonconformances were identified. Based on the condition of the device received, this complaint can be confirmed. No further procedural details were provided that could determine a root cause for the reported failure. The possible root cause for the deployment failure could be related when not inserting the needle to the proper depth for deployment which have caused blocking insertion of the implant, and when this occurred may have felt resistance. The suture and the implants could have been damaged when removing the implants with sharp instruments. The condition of the sleeve could be related when is over penetrating the needle causing the silicon tube to move and damage. As per IFU- 109660, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue; once inside the joint space, remove the instrument. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (19p02), and no non-conformance was identified. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an capsulorrhaphy for previous bankart repair procedure on (B)(6) 2021, it was observed that the needle passer device broke at the needle as it passed through the tissue. The fragments were removed. The tweezers that were inside the device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.